Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold, loss of capture, noise, oversensing and lead insulation issue. The patient presented to the emergency department feeling dizzy and has complete heart block. During the pacemaker device check it was noted several ventricular tachycardia (vt) were recorded due to oversensing. The loss capture occurred @ 2.5v 0,04msec and a lead warning due to r-wave amplitude measurements. After the device check the sensing and impedance were normal. Physician elected to surgically abandoned this lead and replace with a new lead. No adverse patient effects were reported.